Event description:
It was reported that the defibrillator does not charge the battery and turns off when it is unplugged. There was reportedly no patient involvement.

Event description:
It was reported that the defibrillator does not charge the battery and turns off when it is unplugged. There was no patient involvement.

Manufacturer narrative:
Correction: conclusion code grid updated to c92048.

Event description:
It was reported that the defibrillator does not charge the battery and turns off when it is unplugged. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem, which was traced to a faulty battery. The manufacturer is unable to repair the faulty defibrillator. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31 december 2013. All options associated with this defibrillator were discontinued as of 31 december 2013. The end of support date for the device is 31 december 2018. The customer was aware of the end of life terms and the device remains at the customer site.